Manufacturer narrative:
During testing, the tip of the option-lok male adapter was broken off. White drag marks were noted on the tip of the option-lok male adapter indicating application of force on the male adapter. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (594-2) and interaction with other components. The planed improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. The lot number of the device that was in use is unk. The customer contact identified three possible lot numbers (plots). The possible lot numbers are 297035h, 331055h, and 331965h. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing, the distal tip of the option-lok male adapter of the tubing set was broken off.